Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/30/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs alleged clicking and popping with no mention of either one in medical records so they are not being added. Pfs also reported the metal ions to be from (B)(6) 2014 with cobalt 0.3 and chromium 0.6 with no reference. They are less than 7 parts per billion and will not be reported. The surgical revision had infection documented with surgeon stating infection possibly from IV drug use. Infection was not alleged in the litigation. The components will be added to the complaint but no report will be made since infection was not alleged on litigation. Patient was revised for the infection on (B)(6) 2014 using competitor product antibiotic articulating spacer and then revised again on (B)(6) 2014 with competitor components. Revision surgical report mentioned possible stem migration but there was not stem migration found during procedure so this will not be reported. The surgeon reported a cortical perforation during bone preparation for new components in revision report but this will not be reported. Part updated the complaint was updated on: oct 26, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.